Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem user guide states, 'check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the tubing connection can result in under delivery of insulin.' Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high with moderate ketone levels; cause was not known. Customer delivered a correction bolus via pump in an attempt to address bg level. Customer was admitted into the emergency room (ER) and was treated with intravenous insulin and saline fluids to resolve the issue and remained in the emergency room at the time of report. Customer did not sustain any permanent damage. A supply check was performed and no issues were observed with the insulin, the cartridge connection was noted to require tightening. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.